Manufacturer narrative:
(B)(4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, the surgeon reports that the clips were not automatically advancing after each firing. Also, when it was placed on the mayo stand, three or four clips fell out with no squeeze of the trigger. Another like device was used to complete the procedure. There were no adverse consequences for the patient.